Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had an rf ablation where surgery mode was enabled. Subsequently, the patient has been unable to connect to the ipg and the patient controller is displaying an error message since the procedure. A company representative met with the patient on (B)(6) 2024 and was able to recover the ipg. Effective therapy was restored.

Manufacturer narrative:
A4: added weight. B1: should only be product problem.